Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during the surgery of arthroscopic meniscus arthroplasty, after 1st firing, two plates were deployed at the same time. The sales was on site, the using method was correct, and no other abnormal situation was observed. No additional information could be provided. The complaint device was received and inspected. The implants were not received along with the gun. Also, there are some blood residues inside the silicon sleeve. Therefore, both implants were deployed and this complaint can be confirmed. During visual inspection, no structural anomalies were observed on the needle. To test its functionality is not possible to determine what specific caused the user to experience the reported event, since the implants and the omnispan gun were not returned. This failure mode results when main pusher rod is bent upwards; the failure mode is due to the interference of the bent pusher rod with the 2nd implant during deployment. This bent rod will push the 2nd implant and 1st implant from the needle, thus deploying both implants. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: 6l43243, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during the surgery of arthroscopic meniscus arthroplasty, it was observed that two plates on the omnispan meniscal repair 27deg device were deployed at the same time after the first firing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.